Manufacturer narrative:
An event regarding possible infection and instability involving a gmrs femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: 2 other similar events were reported for the lot and sterile lot. Both related to the same device and patient but different events. Conclusions: it was reported that the patient was revised for instability and possible infection. The reported event cannot be confirmed or the exact cause of the event cannot be determined as insufficient information was provided. Additional information including operative reports, progress notes, x-rays, pathology reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. A note at the bottom of the sheet reports "revised for instability and possible infection". An mrh knee construct was revised to an mrh/ gmrs knee construct.